Event description:
It was reported that the during 1st call, therapy was started using an arctic sun device s/n (B)(6), but it turned off so now the patient was on s/n (B)(6). They also changed the pads. This device was giving low flow and has given alarm 64 (non-recoverable system error, unable to enable pump power (control processor). They filled the reservoir, but still could not get therapy started. While on the phone with the nurse the device sounded alarm 64 again. Explained the device would need to go to biomed. They would change to another device. Directed to the therapy screen and how to adjust the duration on the new device to pick up where they left off. Confirmed they should attempt to empty the pads if they were able to do so before alarm 64 sounded again. During 2nd call, they originally initiated therapy using s/n (B)(6), but it was removed from the patient when the machine turned-off. Asked nurse to access the event log. Alert 116 (patient temperature change not detected) and alert 45 (a/c power lost) in event log. Explained that it seems like they took the device off the patient because of alert 45. Explained alert 45 would likely be caused from the power cord being unplugged, device being plugged into the bed, or a power outage at the hospital. Explained they should be able to put the device into service. They stated it was already tagged so wanted to send it to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during 1st call, therapy was started using an arctic sun device s/n (B)(6), but it turned off so now the patient was on s/n (B)(6). They also changed the pads. This device was giving low flow and has given alarm 64 (non-recoverable system error, unable to enable pump power (control processor). They filled the reservoir, but still could not get therapy started. While on the phone with the nurse the device sounded alarm 64 again. Explained the device would need to go to biomed. They would change to another device. Directed to the therapy screen and how to adjust the duration on the new device to pick up where they left off. Confirmed they should attempt to empty the pads if they were able to do so before alarm 64 sounded again. During 2nd call, they originally initiated therapy using s/n (B)(6), but it was removed from the patient when the machine turned-off. Asked nurse to access the event log. Alert 116 (patient temperature change not detected) and alert 45 (a/c power lost) in event log. Explained that it seems like they took the device off the patient because of alert 45. Explained alert 45 would likely be caused from the power cord being unplugged, device being plugged into the bed, or a power outage at the hospital. Explained they should be able to put the device into service. They stated it was already tagged so wanted to send it to biomed.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A labeling review was not completed due to a lack of information. The device history record review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.